Event description:
The following has been reported: biomed reported: does not recognize secondary port. 3/4/24 - biomed reported: "pump 2219200420 has been cleaned and is still not recognizing a second port" an initial review of the device logs reveals the following: sensor hardware failure (set ID sensor) an active infusion was not delayed (per the logs); no adverse event was communicated. Reporting due to the referenced issue as a conservative measure. Further information is needed to complete the investigation.

Event description:
The complaint was confirmed, set ID was not functional. Device could not pass final acceptance testing due to not recognizing secondary port. Device was reverted to manufacturing mode and failed set ID functional testing. Device was inspected for signs of fluid ingress and none were found